Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a3cem1000. Device history review ==> no deviations or anomalies were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's pinnacle ultamet metal on metal hip was revised due to pain and elevated metal ion blood levels. The metal femoral head and the metal liner were removed and replaced by a biolox delta ceramic ts femoral head and an altrx polyethylene liner. The two explants, the primary femoral head and liner, were given to the patient's attorney following the procedure by hospital personnel, per the attorney's request. Doi: (B)(6) 2006. Dor: (B)(6) 2019. Right hip.